Manufacturer narrative:
This event is recorded with zimmer biomet unde (B)(4). There was a surgical delay of unknown duration. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pulstaile lavage did not suck fluid from IV bag. There was a surgical delay of unknown time. No additional patient consequences were reported.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported from st andrews ipswich that the pulstaile was lavage did not suck fluid from IV bag. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The reported event was never confirmed during inspection of the device as the device was never returned. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned.